Event description:
On june 28, 1999 safeskin corporation was served with the following lawsuit. Plaitiff's claim alleges the following: hand dermatitis, hives, wheezing, runny eyes, rhinorrhea, shortness of breath and other various respiratory problems. Plaintiff has been diagnosed as suffering from type-1 latex allergy.